Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified external iliac artery. After the guide wire crossed the lesion, a 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres, the balloon ruptured. Subsequently, a 6.0 x 40, 75cm mustang balloon catheter was selected for use; however, during the initial inflation at 10 atmospheres, the balloon also ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.